Manufacturer narrative:
(B)(4).

Event description:
A customer reported a positive result with a cyclesure® 24 biological indicator (bi) after running a validation their atherton dragon sterilizer. It is unknown whether or not a load was involved and if the load was released. There is no reported serious injury reported with this event. The customer was advised that cyclesure® 24 biological indicator (bi) is validated for use with sterrad sterilizers only and that sterility cannot be assured. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure® 24 biological indicators. (B)(4) are related complaints from the same facility. This is two of four reports being submitted for this event. Please reference manufacturer report numbers: 2084725-2016-00229, 2084725-2016-00230, 2084725-2016-00231, 2084725-2016-00232.

Manufacturer narrative:
Additional information received from the customer indicates the load involved was not released on a patient(s) as it was an empty cycle used for validation of the non-asp sterilization unit. Therefore, the event is not considered reportable for asp. Method: no testing methods performed; results: no results available since no evaluation performed; conclusion: failure to follow instructions.